Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of the provided problem description and service report. Moreover, the received logs confirm that the ventilator failed pre-use check on the given event date. Our fse (field service engineer) was on site to investigate the issue further and found out that the pressure transducer pcb (printed circuit board) was defective and required replacement. If the insp/exp pressure transducer tubes were not connected properly to the pressure transducer pcb or if the o-ring inside the pressure transducer pcb were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. More over, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the pressure transducer pcb which will lead to incorrect measurements and will fail in the pressure transducer test. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined, however one cause can be that the device was not adequate maintained or mounted.